Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, the lead could not be fixed and the tip of the lead being too soft. The physician suspected it could be due to the patient anatomy.